Event description:
It was reported that the user participating in the ilet experience study experienced hyperglycemia. The user did not have the insulin pump on at the time of the event; no alerts or alarms were reported, and the user declined to provide additional blood glucose details. Customer care provided support that included attempts to obtain additional information from the user without success, the user declined/refused to provide additional details and additional information. Investigation of this case revealed that the cause of the hyperglycemia remains unclear due to limited information and absence of device alarms or confirmed device malfunction. No clinical symptoms associated with hyperglycemia reported at the time of call. Outcomes included unspecified impact with no hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.